Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic cutting knife was bent. Details of procedure was not reported. No patient harm was reported.

Manufacturer narrative:
Corrected information provided in sections b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. The event ¿ci blade full or damage¿ was changed to damage, pak component. Hence this report of knife was bent in package does not meet criteria for reporting based on applicable medical device regulations. No further reports will be scheduled under mfg report num: 2523835-2024-02535. The manufacturer internal reference number is: (B)(4).